Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed and would not power up. It is unknown if there was a patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was duplicated. The main board was replaced for the issue. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.